Event description:
It was reported that pump experienced malfunction that showed malfunction code on screen, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, confirmed that malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.